Event description:
On (B)(6) 2021, genmark was advised of unexpected positive results, for sars-cov-2, on the rp2 panel tested using instrument (B)(4) on (B)(6) 2021. The run also detected adenovirus, adenovirus b, and influenza b. The sample was retested using the rp2 assay on instrument (B)(4) and generated negative results for sars-cov-2, and the other targets. Furthermore, a new sample was collected from the patient and tested using instrument (B)(4) which resulted negative for sars-cov-2 and all targets. All tests conducted showed robust internal control showed robust signals. Comparator testing occurred on (B)(6) 2021. The comparator methods, unspecified abi 7500 assay and an unspecified genexpert cepheid assay, were used to test the original and new sample consisting of 4 tests all of which resulted negative for sars-cov-2. The cepheid assay also did not detect flu b and does not test for the other targets. Negative results were communicated to the physician and guided treatment.

Manufacturer narrative:
Analysis: · internal review of qc release data for affected (B)(4) lot 91117190 confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).